Event description:
Large fibroid removed from uterus - fibroid being held with davinci tenaculum. Monopolar curved scissors used to cut fibroid in half. Tenaculum and scissor never touched and kept a good distance apart while cutting. Having trouble getting scissor to work and burn noted to peritoneum. No damage to bowel or bladder - no other procedure needed. During time monopolar scissor appeared to be not working it apparently arced and energy transferred to tenaculum. Tenaculum near the joint of the instrument is what caused the burn on peritoneum. No one saw it arc - it was assumed by staff and doctor that it arced. Possibly from dissecting adhesions. No visible damage or imperfections noted. Insulation intact.what was the original intended procedure?davinci myomectomy.